Event description:
Procedure type: nissen. According to the reporter: there was difficulty toggling the needle back and forth. Eventually the needle broke inside the pt's cavity but the surgeon was able to remove it completely. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time.

Manufacturer narrative:
(B)(4).